Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error twice while delivering a bolus. The device was not exposed to a high magnetic field or MRI. The blood glucose reading was 61mg/dl, and the customer had eaten her dinner since that reading. The caller stated that her glucose level has been high lately and she believes the device was not delivering insulin properly. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm noted.